Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the vacuum reservoir transducer to correct the issue. The fse performed all manifold tests and functional tests passed after replacement, and the unit was running for days without any alarm. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) alarmed with over temperature and iabp may require maintenance message. The customer replaced the unit and continued therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), e1(site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions) h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse started the machine and power-up test fails code #14 was displayed. The fse replaced vacuum reservoir transducer to resolve the issue. All manifold tests and functional tests passed after replacement. The machine running for days without any alarm and the machine returned to customer. The maquet national repair center (nrc) received the pressure transducer was observed per the cardiosave service manual with no visual damage. The transducer was installed into the cardiosave test fixture and tested as per factory specifications per procedure number and the cardiosave service manual . The national repair center could not duplicate the pressure transducer error "over temp" error after multiple hours of testing. Pressure transducer will be held in the nrc per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed".